Manufacturer narrative:
(B)(4). Analysis of the pump serial number (B)(4) found gear train anomaly corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found slight residue in pinion, residue present on gear two¿s lower shaft jewel and significant residue on lower shaft. Analysis found wear to the lower shaft of gear two and damage to the o-ring. Interrogation of the pump determined it was used to infuse prialt (25.0 mcg/ml at 5.0 mcg/day), and hydromorphone (0.5 mg/ml at 0.10 mg/day).

Event description:
The pump was returned to the manufacturer due to routine eol (end of life). The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
The previously reported eval code conclusion was updated.